Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient lost access to sound with the cochlear implant. Re-implantation is scheduled for (B)(6) 2015.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient lost access to sound with his cochlear implant.